Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The issue was not confirmed. The paper film had been torn out from aluminum foil, the film at the bottom was still connected with another aluminum foil tightly, and could not be torn out completely. The cause is due to a manufacturing problem related to packaging by the aluminum foil supplier. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international complaint where there was a defect with the package.there is no patient involvement.